Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 64 indicating a haptic system error, which recurred after several restarts, and a replacement ilet was provided with instructions on shutdown, return, and startup. Symptoms included no reported changes in blood glucose. Outcomes included device replacement and continued cgm use with the dexcom app or receiver. Investigation included remote troubleshooting with guided restarts and verification of device charge, followed by logistical checks for return of the original device. The manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed, and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.